Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter lock. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to damaged locking mechanism from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip revision surgical procedure, it was discovered that the motor device was not holding the burr device. There was a less than five minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.